Event description:
Device #1: patient received a 3rd degree burn on the left thigh during a spinal fusion. Patient was wrapped in a warmer. Patient needed an 8 cm x 8 cm skin graft. Two electrosurgical devices and two pads were in use. The burn was directly under one of the pads.